Event description:
An altitude alarm was reported for a pump, causing the customer's insulin to be suspended. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support advised the customer to clean the speaker holes and attempt cartridge reconnection, but insulin delivery could not be resumed immediately. Eventually, the customer was instructed to load a new cartridge and resume insulin delivery, but the alarm persisted. An attempt was made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.